Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was not performed, and the customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 35 and exposed to moisture found on 23-feb-2022. Device received with frozen screen. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test due to frozen screen. Unable to download history files and traces using thus due to frozen screen. Device was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, lcd flex connector, keypad flex connector, harness assembly vibrator, and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Frozen screen due to moisture damage electronic assembly. Unable to confirm pump error 35 due to frozen screen. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, force sensor, lcd flex connector, keypad flex connector, harness assembly vibrator, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.